Event description:
It was reported that pump insulin gauge displayed amount different than expected, with pump showing plus 60 units while caller expected 120 units, and caller experienced fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer received education that any positive value was considered accurate and indicated pump detected at least displayed amount of insulin, declined suggested bolus test, and was advised by technical support to call back if issue persisted, which caller understood and acknowledged.